Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear lead, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 17436410. Product family: scs-linear lead, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 17674686/17354103. Product family: scs-ipg-r, upn: (B)(4), model: sc-1132, serial: (B)(4), batch: 17530668.

Event description:
It was reported that the patient was experiencing inadequate stimulation in the left arm and loss of stimulation at the right lower extremity after a fall causing impedance issues on the leads. The patients entire scs system was replaced and the patient was doing well postoperatively with coverage in all pan areas. The explanted device components were discarded.